Event description:
The implants hexes broke off on insertion. Surgeon punched & tapped in a patient with hard bone (used in femur). A piece of the implants were left in the patient. No adverse consequences reported as a result of event.